Event description:
Infusion pump was correctly programmed for tpn and lipids. Upon handoff, it was noted that the bags of fluid were empty or nearing empty despite proper programming. Infusion volume discrepancy occurred. Htm stated that it passed all of their tests, sent back to baxter for evaluation.